Event description:
On (B)(6) 2008, curlin medical, inc was served with a lawsuit by pt alleging that an unidentified "pain pump" using a tubing/catheter set inserted into the pt's shoulder joint, post-arthroscopic surgery, and with continuous infusion of an unidentified local anesthetic resulted in narrowing of the joint space and/or chondrolysis. Specifically the pt alleged that the product labeling for the pain pump was inadequate in that it did not adequately warn about the safety of the device; that continuous infusion of anesthetics into the shoulder joint space may cause serious and permanent injury to the joint cartilage; that the labeling did not specifically identify anesthetic medications that could be safely and effectively used in the shoulder joint space; and that the pain pump delivered, over time, dangerously high doses of medication directly into shoulder tissue. A review of curlin's complaint database revealed no corresponding complaint for this lawsuit.

Manufacturer narrative:
Curlin medical cannot confirm the basis of this complaint. Significant time has passed between the event and the allegation of a product defect. No product is available for investigation. Curlin medical believes that its products do not lead to narrowing of the joint space and/or chondrolysis when used according to the product's labeling and directions for use.